Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge.

Event description:
It was reported that an occlusion occurred. Reportedly the cusotmer is "removing insulin from the cartridge and returning it back to the vial for later use." Tandem technical support informed the customer that removing insulin from the cartridge and returning it back to the vial for later use is off label per the tandem user guide. Customer change the infusion set and resumed insulin delivery customers blood glucose was 187 mg/dl.